Event description:
The patient was on a ventilator and had a percutaneous tracheostomy. Several days later, an ear nose and throat consult had been called as the patient was experiencing bloody secretions. The ent scoped the patient using a flexible laryngoscope. After the procedure, the nurse placed the patient back on the ventilator and noted that the trach inner cannula was securely locked in place. A short time later, the nurse heard the patient coughing. When the nurse entered the room, the nurse noted the inner cannula of the trach was part way out. The nurse reinserted it but could not get it to lock in place. The nurse then saw that the plastic ring containing the "lock" had completely broken loose from the trach tube.